Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the site and was advised that the instrument would be returned for failure analysis and that the site would continue with cases as this is a non-system issue. No site visit was conducted. The system was working properly, and no additional action was required. Intuitive surgical, inc. (Isi) has not received the large needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. No image or video clip for the reported event was available for review. Per the log report, there were two large needle driver instruments that were used in the right hemicolectomy procedure on (B)(6) 2022 via system (B)(4). It is unknown which of the two instruments had the issue as of the date of this report. Per this review of the logs, the large needle driver instrument (part# 471006-12/ lot# k13220214-0450) was last used on (B)(6) 2022 via system (B)(4). There were 7 uses remaining after this last usage. This instrument has been used in subsequent procedures. Per this review of the logs, the large needle driver instrument (part# 471006-12/ lot# k13220214-0469) was last used on (B)(6) 2022 via system (B)(4). There were 5 uses remaining after this last usage. This instrument has been used in subsequent procedures. This complaint is considered a reportable event due to the following conclusion: it was alleged that the large needle driver instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure that a large needle driver instrument broke during surgery. The live logs were not available during the call. The staff performed an x-ray and found and removed the tong from the instrument. The staff plans to return the instrument and broken piece. The staff ended up converting to a laparoscopic procedure due to the broken instrument per intuitive surgical, inc. (Isi) clinical sales rep (csr). The csr reported no injuries occurred. The csr was unsure if the site used the arm again to see if it worked with another instrument. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.